Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 100-130mg/dl and at bedtime it using is under 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification. The test strip lot manufacturer's expiration date is 7/17/2017 and open vial date is 2 to 3 weeks. The meter memory was reviewed for previous test result history: (B)(6). Husband called about his wife's new meter that since they got the meter her blood values have been high compared to another meter and then the dr's meter. Blood test performed on (B)(6) 2016 at 11:34am not fasting with results of 171 mg/dl using doctor's device and 196 mg/dl using truemetrix meter. She only does her blood in the morning as a fasting and then at bedtime. He does the blood and so does she, but not using recommended technique.